Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that during preparation for a coronary artery stenting treatment procedure, a 2.50x20mm synergy stent delivery system was selected. It was noted the distal end of the shaft was bent and it did not cross through the guidewire. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There was evident proximal stent damage and slight distal stent damage. The guidewire was inserted with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).